Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guidewire came apart. A direxion hi-flo fathom-16 system was selected for use. During the procedure, when the fathom wire was removed, it was noted that the device stretched out, like it had come apart. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes and conclusion codes. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a direxion micro-catheter. The shaft was microscopically examined. The device showed 4 fractures on the nickel shaft. The 1st fracture was located at 2mm from the hub. The 2nd fracture was located 3.5cm from the hub. The 3rd was located at 16cm from the hub and the 4th was located at 21.5cm from the hub. The breaks are consistent with a tensile failure as described in the customers returned statement. The device was not completely separated the inner liner was intact. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that the guidewire came apart. A direxion hi-flo fathom-16 system was selected for use. During the procedure, when the fathom wire was removed, it was noted that the device stretched out, like it had come apart. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.